Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medbank application settings misconfiguration. A technical support specialist (tss) had edited the test oxycodone 10mg tab item to be an external item and assigned it to the cabinet to test issuing without drawers opening. After disabling rxverify, tss was able to issue the item to the test patient with no errors. Tss then re enabled rxverify, requested, and approved the order, but it produced the same error message as before, even with a different item. The tss found that the issue by number of doses setting had been enabled, which should not have been per the client profile. Once disabled, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user attempted to issue test oxycodone 5 mg tablets but received the error message: number of doses for test oxycodone 5mg tab may not exceed 0. The user also attempted this on different test patients and encountered the same error. The user mentioned that the medication had previously been added with 20 units. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.